Manufacturer narrative:
The tech found the side rail center arm assembly was damaged. No further information is available on the repair of the bed at this time.

Event description:
The account alleged the side rail will not latch. No pt impact.